Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked prior to patient use. It was further report that there was some white residue on top of the pump.the set was filled with 4200mg fluorouracil in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from december 11, 2019 - december 13, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph in which a white residue around the fillport area was identified. The reported condition could not be refuted and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition was not determined; however the most probable cause of the condition is a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the most probable cause of the condition was due to user technique during the filling process. Should additional relevant information become available, a supplemental report will be submitted.